Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of preloaded intraocular lens (iol) with a bent/twisted optic-haptic function, the haptic extruded first from the injector but was twisted upside down compared to the optic orientation. The lens was replaced during the same procedure, which resulted in a delay of three minutes. The patient did not experience any permanent or temporary impairment. There was no patient injury. There was no medical/surgical intervention required. From additional information it was learnt that the issue was identified during implantation of the lens. The cause of bent optic/haptic junction is unknown. The lens was partially inserted (~25% outside the injector) before the injector and iol were removed from the eye. It was believe the issue occurred due to incorrect loading of the lens into the injector set. No other information is available.